Manufacturer narrative:
This product is registered as a combination product. The lead was implanted in (B)(6) 2009; however, the exact date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During the revision procedure, insulation damage of the rv lead was visually confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.